Event description:
Abdominal hernia repair/mesh used. Repeat surgery three days later for strangulated bowel. Have had numerous radiofrequency ablations for nerve pain all around the mesh area. Severe attacks daily (knife pain) in lower abdomen around mesh area. Very short lived pain but intense.